Event description:
It was reported the customer was experiencing a low blood glucose of 29 mg/dl. Customer stated they were not hospitalized, but the paramedics were called. It was found the customer had over-delivered insulin to their body, causing their low blood glucose. Troubleshooting found the drive support cap appeared to be normal. The customer's blood glucose was 185 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.